Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance 1 was performed to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 03/17/2016.

Event description:
A customer reported an event of a haze/mist emitting from the sterrad® 100nx sterilizer. Four healthcare workers (hcw) experienced trouble breathing. Details of the human reactions are unknown at this time. The customer turned the unit off and vacated the area. The affected load was not released. An asp field service engineer was dispatched to assess the unit onsite. Advanced sterilization products (asp) has decided to report this event since there is not enough information to conclude that this event is not a serious injury. Asp will continue to follow up for additional information. Four files address each healthcare worker: (B)(4) are related complaints from the same facility. This is four of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00205, 2084725-2016-00206, 2084725-2016-00207 and 2084725-2016-00208.

Manufacturer narrative:
Correction: the correct device manufacture date is 01/2009 asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter, catalytic converter, adapter converter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter, adapter converter and vacuum pump oil, which are components of the preventative maintenance 1 kit. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Change from adverse event to product problem. New information was received from a hospital representative in the risk management/employee health dept that later reported the four healthcare workers involved did not receive any medical attention and all were reported to be fine. Based on the new information received, there are no serious injuries reported with this event, and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction report subsequent to a serious injury.